Manufacturer narrative:
Since the device was not returned to the manufacturer the investigation was limited to a device history records review. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4) were pulled and reviewed by quality control at livanova (sorin group (B)(4)). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Event description:
Based on the follow-up information received from the hospital on (B)(6) 2016 during cardiological follow-up echo showed the presence of bioprothetic valve endocarditis (pve). On (B)(6) 2016 a trans esophageos echo (tee) showed the presence of non homogeneous structure on the valve, compatible with a valve endocarditis. On (B)(6) 2016 the patient was admitted to the hospital and on (B)(6) 2016 a new aortic valve replacement was performed. During the valve explant it was confirmed the valve endocarditis. A new perceval valve was then implanted. The patient had an good recovery and an antibiotic treatment was administrated. On (B)(6) 2016 a follow-up echo was performed and it showed a good function of the aortic valve. Today the patient is doing well.

Manufacturer narrative:
Device disposition not presently known.

Event description:
The manufacturer was notified of the following event from the sure avr database: a perceval size pvs21 was implanted on (B)(6) 2016 via mini-sternotomy. Post-dilatation ballooning was done. The patient had no previous cardiac intervention. On (B)(6) 2016, the patient exhibited endocarditis and had reintervention wherein device was explanted. Based on internal clinical assessment the event was determined to be valve related.